Event description:
Boston scientific received information that the associated implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range shock impedance measurement of greater than 200 ohms in triad configuration; coil to coil was 153 ohms while coil to can was over 200 ohms. Review of the daily measurements found that the first out of range shock impedance measurement was ten months earlier and the during the last three months every other impedance measurement was out of range. Additionally it was noted that the sense portion of the rv lead had been surgically abandoned approximately two years earlier due to an unspecified product performance issue. A revision procedure was performed where the shocking portion of the lead was surgically abandoned. At this time, the ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.